Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the 24v battery pack. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the apix table would not move in the battery backup position. There was no report of patient injury.